Event description:
The site reported a loss of telemetry monitoring for 12 patients for 1.5 hours due to a presumed hardware failure. No alternative physiological monitoring was available during this time. There were no patient injuries reported. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.